Manufacturer narrative:
Siemens regional support center evaluated the instrument logs. Sample ID (B)(6) was lost during the recovery of a storage error. The instrument flagged the sample with error "sc06d", indicating the tube was lost in pick and place module. Siemens is investigating this issue.

Event description:
A patient sample scheduled for add on troponin testing could not be located by the (B)(4) automation system. The customer found the sample tube by searching the sample's consecutive lab number and retrieved that tube from a rack in the storage module.

Manufacturer narrative:
The initial MDR 2517506-2016-00294 was filed on july 22nd, 2016. Additional information (08/19/2016): a siemens headquarter support center (hsc) specialist evaluated the instrument logs. The instrument experienced an "axis z down failure". The recovery from this failure seems to have caused an unknown location for the tube, as signaled by the flag "(B)(4)- tube lost in pick and place module". The sample flagged with "(B)(4)", means that the carrier that was carrying sample ID (B)(6) returned to the track after the recovery, without a sample tube and without a location for that sample. Hsc concluded that it is likely that the sample was removed from the carrier and failed when placed down into the rack. Since it was still in the gripper, it was not in the rack and not in the carrier. If the "move to the destination" command was used during the recovery, the sample would have completed transfer to the rack and the location would be known. "Move to the destination" must be used unless the sample is not in the gripper. The instrument is performing according to specifications. No further evaluation of the device is required.